Event description:
It was reported that the right atrial lead impedance had fluctuated for about one and a half years, which was as far as the lead trend data indicated. Each week there was a high impedance, as well as lower impedances. Far-field r wave (ffrw) oversensing was also noted. During a routine device replacement procedure, the lead was connected to the new device and the impedances were again erratic. The physician chose to continue usage of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 6947 implantable tachy lead: (B)(6) 2008. A 4194 implantable pacing lead: (B)(6) 2008. (B)(4).